Event description:
During a cryoablation procedure, there was a difficulty in inserting the arctic front catheter into the flexcath sheath, and the physician removed the sheath from the patient. After removal of the sheath, the patient had st elevation and pulmonary arrest. The patient had an angiography and there were no complications resulting.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
Two flexcath steerable sheaths of the same lot (06050) were returned and were visually inspected and functionally tested. A 3fc12 lot 06050, serial number (B)(4), the device passed the inspection as per specification. For 3fc12 lot 06050, serial number (B)(4), dissection showed that the hemostatic valve was partially detached causing a leak during the retraction process. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities the potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.